Event description:
The customer reported obtaining erroneously low k (potassium) results for two (2) patient samples involving the beckman coulter au480 clinical chemistry analyzer. The customer indicated that the results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer reported that the instrument generated a low k value of 1.8 mmol/l which was automatically repeated by the instrument and resulted in a k value of 2.8 mmol/l. The operator did not believe the results due to inconsistent values and repeated the sample using an alternate methodology which resulted in a k value of 3.8 mmol/l and the result was reported out of the laboratory. The customer redrew another sample from the patient and a result of 3.8 mmol/l was obtained from the original au480 analyzer. The customer stated that later in the run, another sample recovered a k result of 2.2 mmol/l with a repeat result of 3.7 mmol/l. The sample was repeated using the alternate methodology and a result of 3.6 mmol/l was obtained. The customer indicated that only k results were affected and no other tests were affected. The customer declined to provide patient data for this event. The customer stated that all ise (ion selective electrode) calibrations passed on the day of the event and qc (quality control) results prior to and following each erroneous result were within the laboratory's established ranges. A review of the customer supplied qc data indicates that some qc repeats had been required due to variable control recovery. Patient samples were then run following passing qc repeats.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and advised the customer to perform a 10 sample precision run and replace the k electrode if additional fliers were noted. The customer reported noticing air bubbles in the tubing from the reference valve and requested for service to evaluate the instrument. A beckman coulter fse (field service engineer) was dispatched and proceeded to replace the ise (ion selective electrode) reference valve. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to a failed ise reference valve.